Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 4x12mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and upon the initial inflation, a small leak in the balloon was observed. The bdc was immediately removed from the anatomy and another device was used to successfully post-dilatate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported leak or noted balloon rupture on the returned device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.